Event description:
It was reported that an infection occurred. It was further reported that there was vegetation on one of the leads however, the lead with the vegetation was not identified. The leads were removed and replaced with a temporary system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: (B)(4): the distal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was blood on the proximal and distal conductors (not obstructed), there was a cosmetic white substance on the outer insulation, there was blood on the distal electrode, the proximal and distal conductors were kinked/buckled, the outer insulation was breached cut, the outer insulation was melted and there was apparent explant damage.

Event description:
It was reported that an infection occurred. It was further reported that there was vegetation on one of the leads however, the lead with the vegetation was not identified. The leads were removed and replaced with a temporary system. No further patient complications have been reported as a result of this event.